Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3545ml. The fill volume was 2200ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse, the patient never reported overfill symptoms. The patient has received a new cycler and has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. An increased intra-peritoneal volume (iipv) was found during evaluation. The cause was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A device history review was performed and revealed issues related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.